Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose. The customer reported that their blood glucose level used to be in the 700 mg/dl every day. The customer had a blood glucose level of 374 mg/dl from the insulin pump. When the customer checked with a finger stick her blood glucose level was 367 mg/dl. The customer did a bolus to treat the high blood glucose. The customer rechecked their blood glucose level with the finger stick and saw that it was 418 mg/dl which later became 410 mg/dl. The customer knew it was high because they were getting sweaty. The customer also had issues with the sensor feature. The customer was assisted with their sensor inquiries. The device will not return for analysis.